Event description:
As reported from our affiliates in (B)(4), during a case involving a 23mm sapien 3 ultra transcatheter heart valve in aortic position by transaxillary/subclavian approach, the balloon ruptured in the last third of valve implantation. The valve was fully expanded and did not need further actions. The balloon could not be removed through the subclavian access, and it was separated in two pieces. The distal balloon tip was recovered through the inguinal vessels. The patient survived without any complication.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6- type of investigation and investigation findings corrected h6- component codes and investigation conclusions the device was not returned for evaluation. Imagery was provided for review and the following was observed: calcification was present near the landing zone, potentially close enough to interact with inflation balloon. During the procedure, the balloon burst at full inflation. After removal from the patient, the distal tip was separated and snared. The complaints for balloon burst, withdrawal difficulty, and distal tip separation were confirmed by the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, "in the last third of valve implantation the balloon ruptured." The provided imagery revealed calcification present near the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.